Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the product was received in an incorrect box. 1 pc of #0684-00-0479-01, lot# 3000048711 linear 34cc is packed with linear 40cc outer box. This was found prior to use and there was no patient involvement. The date of the event is unknown.

Manufacturer narrative:
Correction: addtl mfg narrative changed from: a linear 34cc iab kit was returned intact and unused inside a linear 40cc shelf carton. The evaluation confirms the reported problem. We are unable to determine how this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: a linear 34cc iab kit was returned intact and unused inside a linear 40cc shelf carton. The evaluation confirms the reported problem of a 34cc iab being packaged in a 40cc iab shelf carton. A review of packaging records has determined that this was an isolated rework event of one unit that was, in error, not logged for inspection by the operator. No other units are affected. All operators were retrained. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4). Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the product was received in an incorrect box. 1 pc of #0684-00-0479-01, lot# 3000048711 linear 34cc is packed with linear 40cc outer box. This was found prior to use and there was no patient involvement. The date of the event is unknown.

Manufacturer narrative:
A linear 34cc iab kit was returned intact and unused inside a linear 40cc shelf carton. The evaluation confirms the reported problem. We are unable to determine how this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the product was received in an incorrect box. 1 pc of #0684-00-0479-01, lot# 3000048711 linear 34cc is packed with linear 40cc outer box. This was found prior to use and there was no patient involvement. The date of the event is unknown.